Event description:
It was reported to boston scientific corporation that a capio suture capturing device (exact type unknown) was used during a sacrospinous fixation procedure. After firing the capio suture through the ligament, the physician noticed that the needle detached and was captured inside the capio cage. The physician completed the procedure with another capio suture capturing device with no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).